Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with striae in both eyes (ou) at the 12 day post op exam. The patient was brought back to the surgery suite and the flaps were lifted and stretched. At one month visit post lift and stretch, the patient's visual acuity without correction (vasc) was 20/25 +2 right eye (od), 20/20 left eye (os). The surgery center indicated the patient has discontinued (d/c'd all post op drops (gtts) and is using artificial tears (atts) as needed (prn) for dryness.